Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a pump that was not implanted in a patient. The event occurred at the time of a procedure. It was reported that the scrub nurse was not able to empty the pump before implantation of the pump. The nurse was able to take 19 ml (water) from the 40 ml pump. Then the physician also tried to empty the pump using a second model 8551 refill kit but was only able to get little more fluid from the pump. The physician then injected 5 ml of fluid into the pump but was not able to empty the pump of fluid using all new refill kits. They had ensured that the correct items were being used and the correct protocols having been followed. No further diagnostic tests or troubleshooting was taken. The issue was noted as not having been resolved, and they instead implanted a different pump instead. Factors that may have led or contributed to the issue was noted as being not applicable. The pump was to bereturned to the manufacturer. The patient's age at the time of the event was 61 years and 6 months. The patient's weight at the time of the event was unknown or would not be made available. Regarding medical history, it was indicated that the patient suffered from multiple sclerosis (ms).

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified dents on the outside surface of the pump. The dents did not affect the performance of the pump in the laboratory. No other anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.